Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the application of the logistics server was not launching. A technical support specialist (tss) stated that ascension was experiencing a system wide outage, and multiple gatekeepers appeared to be affected. At that time, stations were identified as impacted, and it also appeared that the es system was down. The tss confirmed that the user was able to log into pim again and granted permission to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server the logistics server application failed to launch. When attempted to relaunch it, the user received an error indicating that a network related or instance specific issue occurred while trying to establish a connection to the sql server, resulting in a delay of approximately 10 minutes. The user rebooted the computer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.